Event description:
It was reported that post-paced t-wave oversensing was noted on the device, and oversensing noise was noted on the right atrial (ra) lead. Programming changes were discussed but not made at this time. No patient symptoms were reported.